Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that there was no patient harm and that the procedure was completed with a backup instrument. The patient has not returned to the hospital due to any post-surgical complications as a result of the reported event. The instrument and accessories were inspected prior to use and all of the cannulas were tested with the pin gauge in the sterile processing department (spd). The initial reporter indicated that it is unknown if there were any instrument or tool collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue and found that the conductor wire¿s insulation was damaged, which resulted in thermal damage to the monopolar yaw pulley. Based on the information provided at this time, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location proximal to the intended location. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fifth usage and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, a permanent cautery spatula instrument had intermittent issues with cautery. The procedure was completed with no report of patient harm, injury, or adverse outcome.